Manufacturer narrative:
Based on the available info, vessel/lesion characteristics may have contributed to this event.

Event description:
The male patient with a history of smoking, hypercholesterolemia, and hypertension, previous CABG (1999) was admitted for coronary evaluation due to stable angina. He was currently taking aspirin, ticlopidine, beta-blockers, and lipid lowering drugs. During the index procedure, he had a 2.5 x 33mm cypher stent deployed to 20 atms within an 80% lesion in the bifurcation of the lad/ diagonal. No stent was implanted in the diagonal branch. Following the procedure, a planned staged procedure was completed (same day). A lesion in the saphenous vein graft to the om/pda was treated with the placement of two (2) 3.5 x 33mm cypher select stents. A procedural complication was reported: occlusion of the om branch. The cause of the occlusion is not known. No treatment was conducted. Seven months later, the pt had an angiographic evaluation. The pt was asymptomatic. This exam revealed a restenosis of the 3.5 x 33mm stent(s) in the svg to the om/pda. This was treated with additional stenting. The product(s) are not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. Site branch occlusion is a known potential complication of coronary stenting. The cypher select stents were placed in a saphenous vein graft. Cypher stents are only indicated for use in native coronary vessels. Additionally, in-stent restenosis is a known potential outcome of coronary stenting and is multi-factorial in etiology. Subsequent stent blockage may require repeat dilation of the stented area. Well-known predictors associated with a higher rate of restenosis following stent implantation include pt factors such as sex, prior history of restenosis, diabetes, hyperlipidemia, hypertension, unstable angina, vasospastic angina, renal disease, and smoking; procedural factors such as device-to-artery ratio, presence of significant residual gradient, significant residual stenosis, and the extent of dissection; and angiographic factors such as the size of the reference vessel, severity of the stenosis, presence of calcium, eccentric lesion, saphenous vein graft location, ostial or proximal lesion location, and left anterior descending lesion location, as well as chronic total occlusion and long lesions. There is no evidence to suggest that this event is related to a manufacturing issue or device defect. There are multiple patient, vessel, lesion, procedural, and pharmacological factors that may have contributed to this reported event of restenosis.